Event description:
It was reported that during procedure there were difficulties in connecting the leads to the connector ports of the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.